Event description:
It was reported by service report that the bed exit did not alarm on the s3 bed when a pt got out of bed because the nursing staff had not properly set bed exit. There was pt involvement, however no adverse consequences are reported.